Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported ¿there is a problem with one side,¿ ¿silicone leaked into [patient¿s] lymph nodes.¿ patient stated that there ¿is a rupture/failure of the implant¿ which was diagnosed by ultrasound. Patient noticed the lumps 2 years after the implants were inserted however was told there were nothing to worry about. It wasn¿t until they went for the ultrasound the patient was told they contained silicone. The device remains implanted. Right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation will be rupture and silicone migration. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported ¿there is a problem with one side,¿ ¿silicone leaked into [patient¿s] lymph nodes.¿ patient stated that there ¿is a rupture/failure of the implant¿. The device remains implanted. This side of this record is unspecified.

Event description:
Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side ¿there is a problem with one side,¿ ¿silicone leaked into [patient¿s] lymph nodes.¿ patient stated that there ¿is a rupture/failure of the implant¿. The device has been explanted and replaced with non-allergan device.